Event description:
Pt in surgery for below knee amputation. While closing the incision, a suture needle, ethicon sh 26 mm 1/2c. Taper needle, broke in half. Both pieces of needle were obtained and taken off of the sterile field. No harm to the pt. New suture with needle obtained and closure completed.